Event description:
It was reported that the patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) along with ketones measured at .7 mmol/l, while wearing the pod for an unspecified amount of time. The patient reported that multiple insulin deliveries were made, but it was ineffective in bringing their blood glucose into range. Upon realization of high bgs, the pod was removed from the infusion site, and it was observed that the pod's cannula was dislodged. Information on treatment was not provided, but the patient's blood glucose levels were back in a normal range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.